Event description:
Health care professional (hcp) reported pt (pt) receiving hemodialysis therapy on 1550 device when the "IV line ran dry." Health care professional noticed foam in the venous chamber and entering the blood line. No alarm was noted and the air foam detector did not activate the clamp. Health care professional stopped therapy, recirculated the blood to remove the air and returned blood to pt. Pt was placed on another 1500 device and therapy was continued without further event. No pt injury and no med intervention was necessary per health care professional. Device was removed from svc.